Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose levels rose between 20 and 28 mmol/l (360- 504 mg/dl). The pod was reportedly leaking, causing the adhesive to loosen and pod to fall off the infusion site. The pod was discarded.